Manufacturer narrative:
The customer later reported that service diagnostics were performed, and during diagnostics, the iabp unit reset to the beginning of diagnostics without tech intervention. The iabp unit failed the battery run time test. The customer replaced the batteries, charged them overnight, and reran the diagnostics and the battery runtime test. The customer cleared the iabp for clinical use and returned the iabp unit to the department.

Event description:
The customer reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) exhibited a shutdown. The customer took the iabp to the biomedical shop. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company representative has continued to follow-up with the biomedical engineer in regards to this reported event. The biomedical engineer plugged in the iabp, and allowed charging for fifteen (15) hours. The biomedical engineer reported finding one current "fault code 45" alarm. More tests are being done on battery power using a trainer and a test intra-aortic balloon (iab). Additional information has been requested and will be reported according upon receipt.

Event description:
The customer reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) exhibited a shutdown. The customer took the iabp to the biomedical shop. There was no patient harm or adverse event reported.